Event description:
It was reported that the user experienced loss of continuous glucose readings on the ilet while the dexcom g7 app continued to display sensor data, and support guided the user to toggle. The dexcom g6/g7 setting and re-pair to the ilet with instruction to allow time for reconnection. Symptoms included no reported physiological effects and no alerts or alarms from the sensor. Outcomes included no impact to blood glucose management and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education focused on device pairing and configuration. Investigation of this case revealed a communication or pairing issue between the ilet and the dexcom g7 sensor without evidence of sensor failure. It was concluded, based on similar reports, that the cause was likely a temporary connectivity issue remediated by reconfiguration and re-pairing.